Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. However, the overlay tubing of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. The returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high voltage impedance described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. The full lead was not returned. Concomitant medical products: a 2231 st. Jude ICD implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the physician noted low high voltage impedance on the right ventricular (rv) lead after an appropriate shock was delivered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.